Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 15 months after the dental implant was placed in ada site 30 in the mouth, the implant had lost osseo- integration in type ii bone. Clinician reports mobility and a previous bone augmentation in this site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 15 months after the dental implant was placed in (B)(6) site 30 in the mouth, the implant had lost osseo- integration in type ii bone. Clinician reports mobility and a previous bone augmentation in this site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)